Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus was delivered to address the bg level. The customer had performed troubleshooting on their own prior to contacting tandem technical support and believed that the occlusion alarm resided within the cartridge. The customer changed all of their pump supplies and successfully resumed insulin delivery.